Manufacturer narrative:
As reported in a research article, apical access closure using an amplatzer device had complications of bleeding in four cases and of pericardial effusion in two out of 20 cases. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Reference manufacturing report: 2135147-2020-00039. It was reported through a research article identifying amplatzer devices that may be related to complications post procedure when the devices were used off label . Specific patient pool consists of 21 patients with a mean age of 73.6 and 60% female. Details are listed in the article, titled "complete percutaneous apical access and closure: short and intermediate term outcomes." Between 2013 to 2018, 20 out of 21 cases of apical access closure was performed using an amplatzer device in an off-label fashion. There were six major complications, including bleeding (4), and pericardial effusion (2). The bleeding was attributed to early experience with closure device placement and the patients' comorbidities. The pericardial effusions were treated with pericardiocentesis.